Event description:
Additional information received indicated provocation testing was performed in clinic and the oversensing was not reproducible. No further intervention was performed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated oversensing due to noise was observed on the device in addition to the myopotential oversensing previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, myopotential oversensing was noted on the device. Technical support recommended performing provocation testing and reprogramming the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.